Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for diabetic ketoacidosis and a blood glucose over 600 mg/dl. The patient was wearing their insulin pump at the time of hospitalization. The customer felt nauseous due to the high blood glucose. The customer treated via insulin pump therapy. During troubleshooting the customer confirmed that their device settings were programmed accurately. A high pressure test was not performed. The insulin pump was not returned for analysis.